Event description:
The customer contact reported that the pump intermittently did not sound an audible alarm tone during an alarm condition. It was reported that the "beeper from time to time without function." There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device intermittently did not sound an audible tone. This was due to a wire that was broken and intermittently made contact.